Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 16 x 2.25 promus elite and 4.00 x 32 synergy drug-eluting stents were advanced for treatment. However, during introduction, each of the stents failed to cross the lesion and got damaged. There were no patient complications reported.